Event description:
The pt reported the menu button of the infusion device does not function. No physiological effects were reported. The pt did not require treatment form a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.